Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with two syringes of juvéderm voluma® xc in the temples and patient later experienced "mild soreness" which ultimately resolved in the following days. About two weeks after the injection, patient reportedly woke up with "lock jaw" which was related to tmj and "fullness, firmness, and swelling" in the right temple. Patient took ibuprofen and naproxen. Patient was prescribed a medrol dose pack for 6 days and then 7 days later prescribed prednisone 20mg for 7 days. A week later, healthcare professional performed a needle aspiration of fluid in the temples (left fluid amount of 1.5 cc and right fluid amount of 1 cc) and sent for culturing. No growth and no white blood cells. Patient was prescribed 500mg clarithromycin twice daily for two weeks. Event is ongoing.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, h6.

Event description:
Additionally, the healthcare professional reported that the filler was dissolved 2 weeks after the last treatment. The event resolved 2 weeks later.